Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch (3 cases received at the same time from the same end customer in france with the same description) of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 7 closed samples to analyze complaints 3003639970-2025-00504 to 3003639970-2025-00506. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength results conducted on the closed samples received are 5.19 kgf in average and 4.71 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 3.98 kgf in average and 1.89 kgf in minimum. Degradation test results conducted on the samples received after 14 days in a 0,9% nacl solution at 37ºc are 3.85 kgf in average and 3.60 kgf in minimum and fulfil b. Braun surgical requirement: 2.07 kgf in minimum. These values are the usual and the current ones for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies the european pharmacopoeia and b. Braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that several patients who underwent posterior spinal fusion surgery in june experienced defects in the resorption of subcutaneous sutures. They all experienced disunity defects at the knots three weeks after surgery. Further information has been requested.